Event description:
Second revision surgery - the patient has neuromuscular disorder which caused seizures, making it difficult to keep the patient from dislocating. The patient was converted from an rsp to a hemi. The prior surgery is referenced in (B)(4).

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after two months of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product. The setup sheet associated with part number 510-08-001 was incorrect; the error was corrected and the parts were accepted. A review of the product complaint report history shows this is the fourth complaint for this part number: (B)(4). The root cause for the dislocation may be attributed to the patient's neuromuscular disorder. There is no indication of a product or process issue affecting implant safety or effectiveness.